Event description:
It was reported that the device did not administer medication via bolus; it did not infuse. The status of the device at the event moment was during infusion. There was a patient involved, it is unknown if there was a harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.